Event description:
The customer reported high blood glucose. The blood glucose reading at the time of the event was 600 mg/dl. Prior to the event, the patient experienced blurred vision, frequent urination, and excessive thirst. The customer treated with a humalog pen. The patient was advised to contact the health care provider. The customer declined to have medical services contacted for her. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.